Event description:
It was reported the patient was in the emergency room and was being treated for intrathecal baclofen underdosing and withdrawal symptoms (no specific symptoms were reported. The patient was treated by filling the pump and treating the patient's withdrawal. The patient recovered without sequela.